Event description:
The reporter states the accu-check compact plus meter displayed an "e4". No reported actions taken or treatment rendered. No adverse event reported. The meter had been dropped. No reported damage to outside of meter. New system sent and return requested.